Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50 cm iii lead. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35 cm.

Event description:
A report was received that the patients ipg was turning on by itself and was experiencing a strong stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was no longer using the device. No further information could be obtained. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was turning on by itself and was experiencing a strong stimulation. The patient underwent an explant procedure.